Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a fortrex balloon during treatment of a fibrous fistula in mid location of the patient¿s vessel. Slight tortuosity and no calcification were reported. No damage was noted to the packaging, nor were any issues experienced when removing the device from the packaging. The IFU was followed and the device was prepped without issue. A non-medtronic inflation device was used. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. It was reported that a balloon burst occurred at an inflation pressure of 12atm. It is unknown how many prior inflations were applied to the device. The device was removed from the patient and the procedure was aborted. The burst did not cause any portion of the balloon to fragment. No patient injury was reported.

Manufacturer narrative:
Additional information: a single photograph of the device removed from the patient was received. The fortrex 0.035in otw pta balloon catheter was not received. No ancillary devices or cine images from the procedure were received for evaluation. The photograph is of the fortrex balloon catheter removed from the patient and support catheter. A small amount of the proximal balloon chamber cone remains proximal of the proximal radiopaque marker band. The balloon chamber material appears to be bunched up over the distal radiopaque marker band. The distal tip of the fortrex balloon catheter is present. The bunched-up balloon chamber material appears to have both radial and longitudinal tearing. Based on the photograph, all components are accounted for. If information is provided in the future, a supplemental report will be issued.